Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy, cobalt allergy'), device breakage ('essure broken'), urticaria ('urticaria') and device dislocation ('removal of implant residues in the peritoneum') in a 43-year-old female patient who had essure (ess205) (batch no. 509807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced cough ("dry cough"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urticaria (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("gastrooesophageal reflux disorder"), dyspnoea exertional ("shortness of breath upon exertion"), asthma ("asthma with moderate obstructive ventilatory defect"), abdominal distension ("painful bloating") with abdominal pain, epigastric discomfort ("sensitive stomach"), cramps in legs ("cramps in the feet, legs"), cramp in hand ("fingers of hand spasming when writing"), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), anxiety ("anxiety"), sleep disorder ("sleep disorders"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), balance disorder ("impaired balance"), tendonitis ("tendinitis"), arthropathy ("joint disorders"), trismus ("trismus"), arthralgia ("shoulder pain"), pain in extremity ("pain in the hands"), peripheral swelling ("hand swelling at night") and post procedural haemorrhage ("bled after the hysterectomy"). The patient was treated with bilastine (inorial), budesonide;formoterol fumarate (symbicort), proton pump inhibitors, salbutamol (ventoline) and surgery (exploratory laparoscopy on (B)(6) 2021, salpingectomy in 2017 and total hysterectomy on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the allergy to metals, device breakage, complication of device removal, urticaria, device dislocation, cough, gastrooesophageal reflux disease, dyspnoea exertional, asthma, abdominal distension, epigastric discomfort, cramps in legs, cramp in hand, fatigue, burnout syndrome, anxiety, sleep disorder, memory impairment, disturbance in attention, balance disorder, tendonitis, arthropathy, trismus, arthralgia, pain in extremity, peripheral swelling and post procedural haemorrhage outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, arthropathy, asthma, balance disorder, burnout syndrome, complication of device removal, cough, cramps in legs, device breakage, device dislocation, disturbance in attention, dyspnoea exertional, epigastric discomfort, fatigue, gastrooesophageal reflux disease, memory impairment, pain in extremity, peripheral swelling, post procedural haemorrhage, sleep disorder, tendonitis, trismus, urticaria and cramp in hand to be related to essure (ess205). The reporter commented: after antihistamine at high doses: real improvement in coughs and cramps. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Skin test - on an unknown date: low nickel allergy, ++ cobalt, negative to chromium. Lot number: 509807 manufacturing date: 2006/03 expiration date: 2008/03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 30-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy, cobalt allergy'), device breakage ('essure broken'), urticaria ('urticaria') and device dislocation ('removal of implant residues in the peritoneum') in a 43-year-old female patient who had essure (ess205) (batch no. 509807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced cough ("dry cough"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urticaria (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("gastrooesophageal reflux disorder"), dyspnoea exertional ("shortness of breath upon exertion"), asthma ("asthma with moderate obstructive ventilatory defect"), abdominal distension ("painful bloating") with abdominal pain, epigastric discomfort ("sensitive stomach"), muscle spasms ("cramps in the feet, legs"), muscle spasticity ("fingers of hand spasming when writing"), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), anxiety ("anxiety"), sleep disorder ("sleep disorders"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), balance disorder ("impaired balance"), tendonitis ("tendinitis"), arthropathy ("joint disorders"), trismus ("trismus"), arthralgia ("shoulder pain"), pain in extremity ("pain in the hands"), peripheral swelling ("hand swelling at night") and post procedural haemorrhage ("bled after the hysterectomy"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). The patient was treated with bilastine (inorial), budesonide;formoterol fumarate (symbicort), proton pump inhibitors, salbutamol (ventoline) and surgery (exploratory laparoscopy on (B)(6) 2021, salpingectomy in 2017 and total hysterectomy on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the allergy to metals, device breakage, complication of device removal, urticaria, device dislocation, cough, gastrooesophageal reflux disease, dyspnoea exertional, asthma, abdominal distension, epigastric discomfort, muscle spasms, muscle spasticity, fatigue, burnout syndrome, anxiety, sleep disorder, memory impairment, disturbance in attention, balance disorder, tendonitis, arthropathy, trismus, arthralgia, pain in extremity, peripheral swelling and post procedural haemorrhage outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, arthropathy, asthma, balance disorder, burnout syndrome, complication of device removal, cough, device breakage, device dislocation, disturbance in attention, dyspnoea exertional, epigastric discomfort, fatigue, gastrooesophageal reflux disease, memory impairment, muscle spasms, muscle spasticity, pain in extremity, peripheral swelling, post procedural haemorrhage, sleep disorder, tendonitis, trismus and urticaria to be related to essure (ess205). The reporter commented: after antihistamine at high doses: real improvement in coughs and cramps. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Skin test - on an unknown date: low nickel allergy, ++ cobalt, negative to chromium. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.